Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were any interventions required to address the wound dehiscence? No. The following information was requested, but unavailable: can you please describe the skin eversion technique used when applying the skin stapler? In what surgical procedure was the device used? What was the degree of flexion of the knee during stapling? How were the sub-cutaneous and joint capsule layers closed? Once the dehiscence was identified, were the staples still present? How long after the surgical procedure was the dehiscence identified? What was the shape of the staples? Were they malformed? How was the dehiscence addressed? What is the current patient status?

Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please describe the skin eversion technique used when applying the skin stapler? In what surgical procedure was the device used? What was the degree of flexion of the knee during stapling? How were the sub-cutaneous and joint capsule layers closed? Once the dehiscence was identified, were the staples still present? How long after the surgical procedure was the dehiscence identified? What was the shape of the staples? Were they malformed? How was the dehiscence addressed? What is the current patient status?

Event description:
It was reported that the doctor performed a total knee arthroscopy using a stapler to close the incision. The patient returned after the procedure with wound dehiscence but no intervention was required. No device will be returned.